Manufacturer narrative:
During use of a precise stent it was reported that the delivery system separated and the separated piece remained on the guidewire. The procedure was a common carotid artery (cca) stenting with a type iii very tortuous aortic arch. When the physician accessed the internal carotid artery (ica) and attempted to deploy the stent, the deployment sheath broke due to the tightness of the lesion. Deployment could not be achieved. The patient is a (B)(6) female. Access was made in the femoral artery. The product was properly inspected and prepped and no anomalies were noted. The lesion was accessed with a non cordis filter wire, it was not pre-dilated and then a precise sds was advanced through the vessel, without difficulty and crossing the lesion. Because the lesion was so tight the stent could not be deployed. Therefore the device was removed. It was noted that there was some resistance during removal but no excessive force was needed to remove the stent delivery system. The lesion was left untreated and there was no reported injury to the patient. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
During use of a precise stent, it was reported that the delivery system separated and remained on the guidewire. The procedure was a type iii arch carotid artery stenting, very tortuous aorta arch and common carotid artery (cca). When the physician accessed the internal carotid artery (ica), then attempted to deploy the stent, the deployment sheath broke due to the lesion was too tight. Deployment could not be achieved. The patient is a (B)(6) female. Access was made in the femoral artery. The product was properly inspected and prepped and no anomalies were noted. The lesion was accessed with a non cordis filter wire. The lesion was not pre-dilated. The physician advanced the precise through the vessel, without difficulty, and crossed the lesion. Because the lesion was so tight the stent could not be deployed. Therefore the device was removed. It was noted that there was some resistance during removal but no excessive force was needed to remove the stent delivery system. The lesion was left untreated and there was no reported injury to the patient.

Manufacturer narrative:
The cc has been updated to reflect return of the device. During deployment of a precise stent in the internal carotid artery it was reported that the delivery system separated and remained on the guidewire. The vasculature was described as a type iii very tortuous aorta arch and common carotid artery (cca). When the physician accessed the internal carotid artery (ica) and attempted to deploy the stent, the deployment sheath broke due to the lesion being too tight and deployment could not be achieved. Access was made in the femoral artery. The product was properly inspected and prepped and no anomalies were noted. The lesion was accessed with a non cordis filter wire. The lesion was not pre-dilated. The physician advanced the precise through the vessel, without difficulty, and crossed the lesion. Because the lesion was so tight the stent could not be deployed. Therefore the device was removed. It was noted that there was some resistance during removal but no excessive force was needed to remove the stent delivery system. The lesion was left untreated and there was no reported injury to the patient. One non-sterile precise pro rx 8x40 mm was received coiled inside a plastic bag. The hemovalve was received closed. The outer member was received separated and the unit was not deployed. One kink was observed at 6 cm from distal tip. No more anomalies were found. The outer diameter (od) of the outer sheath was measured and it was found acceptable. In spite of the received condition of the unit, the stent could be deployed and no anomalies were found. Due to the separation of the outer member the unit was sent to analysis and the result showed that the wire separation of the outer member presents evidence of elongations. Elongation is a common characteristic of pieces that were stretched/pulled until separation. The wire lumen tip presented evidence of smearing on the wire. Cutting was discarded as a failure cause since no mechanical surface damage was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failures reported ¿stent delivery system (sds)/deployment difficulty-unable and withdrawal difficulty¿ by the customer were not confirmed; since no anomalies were found during functional and dimensional tested respectively. Neither the DHR review nor the analysis suggests that the reported failure is manufacturing related. Handling and procedural factors could be contributed to this condition. Therefore no actions were taken. The failures reported ¿stent delivery system (sds)/ separated-in patient¿ by the customer was confirmed; since the outer member was received separated; however it does not appear to be manufacturing related since sem result showed that the separation of the outer member presents evidence of elongations. Handling and procedural factors could be contributed to this condition. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Therefore no actions were taken. Based on the information available, it appears that the difficulty experienced may have been caused the patient¿s difficult anatomy and procedural manipulation which may have contributed to the reported event and is not related to a product quality issue.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was received for evaluation and testing on (B)(6) 2013. Preliminary analysis states that there was a shaft separation at 21cm from distal end. Additional information will be forthcoming within 30 days upon receipt.